Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the rv lead has high hv lead impedance measurements that are out of range. The patient received several hv shocks and several antitachycardia pacing therapy, but it is hard to tell if the shocks are due to noise or true vf, because it appears that there is true vf in certain egms. Patient was asymptomatic. Additional testing was recommended to determine if there is noise on the lead or there is a lead issue. No further information is available at this time.

Event description:
New information received notes that the issue was discovered because the patient came into the emergency room after receiving shocks and the patient was later admitted. Although there did appear to be some instances of lead noise, the physician determined that the patient received appropriate therapies.